Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer cleared the alarms and resumed insulin delivery but ultimately reverted to an alternate method of insulin therapy. Customer's blood glucose ranged from 200-300 mg/dl.